Event description:
Information was received from a consumer via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery and spinal pain. It was reported that the patient claimed the battery was dead. The caller later indicated that the ins stopped working. The patient attempted to get a new battery with a representative (rep). No symptoms were reported. No further complications were reported. Follow-up was conducted. Additional information was received from a representative (rep) indicating that the patient had not been seen by anyone since (B)(6) 2016. No further complications were reported.